Manufacturer narrative:
Device evaluation: the intraocular lenses were not returned to the manufacturing site; therefore, no investigations could be performed. Manufacturing record review: a review of the manufacturing records could not be performed as serial numbers for the reported lenses is unknown, were not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the investigation, there is no indication of a product deficiency. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon was seeing thousands of white, tiny granular deposits that seem to be on the posterior surface of the intraocular lens (iol) implanted in the patient's eye. The surgeon reported to have noticed this problem, over the past few years, with the tecnis z9002 silicone intraocular lens (iol). Doctor notes he has implanted thousands of lenses over the years. This phenomenon appears more common in my diabetic patients, but can happen in any patient. The surgeon believes that the deposits can be mistaken for pco (posterior capsule opacification), but cannot be removed with the yag laser. Reportedly the symptoms do not appear to be proportional to the findings; the patient sees better than the surgeon would expect. One patient, however, was quite symptomatic. The surgeon reported having seen this issue recently ("in the last week") on three patients, two of them diabetics. This MDR report pertains to the unknown number of patients over the years that the doctor has not tracked. Three (3) separate MDR reports are being submitted (two reports for the diabetic patients and one for the non-diabetic patient).